Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 400 mg/dl. Customer stated that they encounter high blood glucose because of the infusion set. Customer also stated that they explained that upon inserting the batch of infusion to her body their blood glucose went high, it was like the insulin was not delivering and then they inserted a new one from their reserve infusion set box and their blood glucose was lowered down and the they inserted another infusion set from the box were the first one came and their blood glucose was high again. Troubleshooting was performed for high blood glucose. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.